Manufacturer narrative:
The reported product's have been returned and investigated and a new issues was observed. Visual inspection has been performed on the returned meter and no issues were observed. The meter did not power on with button depression or with strip insertion. The meter was sent for further investigation and de-cased. Upon internal inspection, liquid ingress was observed. A readings issue was not observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 38 mg/dl, 205 mg/dl and 78 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 38 mg/dl, 205 mg/dl and 78 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips have been returned and investigated with a retained meter. Visual inspection has been performed on the returned test strips and no issues were observed. Control solution testing has been performed and all results were within range specification, there were no errors observed during control solution testing. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 38 mg/dl, 205 mg/dl and 78 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.